Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with the balloon partially inflated with air. The reported refold issue was confirmed. The reported resistance with the guiding catheter could not be confirmed due to the condition of the returned device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficulty removing from the guiding catheter or refold issue reported from this lot. Because it was reported that air aspiration was performed inside the patient, it should be noted that the preparation for use section of the nc trek coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, mid left anterior descending (lad) artery, the 3.0 x 15 mm nc trek balloon dilatation catheter (bdc) was prepared for use inside the anatomy. Once at the lesion, the balloon was inflated. After attempted deflation, resistance was met retracting the device into the guide catheter due to a refold issue. There was no reported adverse patient effect. A second 3.0 x 15 mm nc trek was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.